Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. Prior to procedure, the patient was taking an anticoagulant, apixaban, with their last dose 24 hours prior to implant procedure. The patient was in atrial fibrillation at the time of procedure. The patient was administered 10,000 ie of heparin, and the patient's activated clotting time (act) levels were 250-300 seconds during procedure. The patient's anatomy was difficult, and it was difficult to reach the patient's laa due to tortuous anatomy. It was reported the patient had tortuous anatomy, and a pigtail catheter was used to assist the delivery sheath into reaching the laa. It was reported there were multiple attempts to insert the delivery sheath into the patient's laa. The device was never recaptured or retracted during the procedure, and there were not multiple wire or delivery sheath exchanges. The device was implanted into the left atrial appendage (laa) and detached from the delivery cable. After the device was implanted, the patient became hemodynamically unstable with low blood pressure. A transesophageal echocardiogram (tee) showed a 3cm pericardial effusion at the left atrium, left ventricle, and apex. The pericardial effusion developed into cardiac tamponade. A pericardial puncture was performed, and catecholamine was administered. The patient went to the intensive care unit (ICU) in stable condition, and the hospitalization was prolonged for 2 days. The patient status was reported as stable. No additional information was provided.

Manufacturer narrative:
An event of angina and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, the patient's anatomy was difficult, and it was difficult to reach the patient's laa due to tortuous anatomy. It was reported the patient had tortuous anatomy, and a pigtail catheter was used to assist the delivery sheath into reaching the laa with multiple attempts. The device was never recaptured or retracted during the procedure, and there were not multiple wire or delivery sheath exchanges. After the device was implanted, the patient became hemodynamically unstable with low blood pressure. A transesophageal echocardiogram (tee) showed a pericardial effusion at the left atrium, left ventricle, and apex. The pericardial effusion developed into cardiac tamponade. A pericardial puncture was performed, and catecholamine was administered. The patient status was reported as stable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. Prior to procedure, it was reported the patient did not have any pericardial effusion noted and the patient did have atrial fibrillation rhythm at the time of procedure. Prior to procedure, the patient was taking an anticoagulant, apixaban, with their last dose 24 hours prior to implant procedure. The patient was administered 10.000 ie of heparin and the patient's activated clotting time (act) levels were 250-300 seconds during procedure. During the procedure, the device was implanted into the left atrial appendage (laa) and detached from the delivery cable. It was reported the patient had tortuous anatomy and a pigtail catheter was used to assist the delivery sheath into reaching the laa. It was reported there were multiple attempts to insert the delivery sheath into the patient's laa. The device was never recaptured or retracted during the procedure and there were no report of multiple wire or delivery sheath exchanges. After the device was implanted, the patient became hemodynamically unstable with low blood pressure. A transesophageal echocardiogram (tee) showed a 3mm pericardial effusion at the left atrium, left ventricle, and apex. The pericardial effusion did develop into a cardiac tamponade. A pericardial puncture was performed and catecholamine was administered. The patient went to the intensive care unit (ICU) in stable condition. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.